Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what is the surgeon¿s experience with pvs for appendectomies? Mistake in original report. Was an ats45 with vascular load. Was the device used to take the mesoappendix and appendix? Unknown but used on appendix. Patient was on anti-coag. The initial procedure was (B)(6) 2018 and the staple line looked fine with some oozing in which a hemostatic product was used and patient closed. On (B)(6) a CT scan was performed and looked like fluid in pelvis. On (B)(6) exploratory surgery, looked like staple line dehisced. How many times was device fired? Unk. Can it be confirmed that the entire compressed appendix was proximal to cut line? Na. Were any staple formation issues noted? No how long post-op did event occur? See above. Please confirm that no staples were present of patient side as mentioned and not the specimen side. See update¿there were staples original event was received from rn which was inaccurate. Spoke directly to surgeon and received information above. Was the staple line inspected intraoperatively and confirmed to be adequate? Yes. What is the current patient status? Patient is fine.

Event description:
It was reported that during an appendectomy procedure that the patient was brought back to the or five to ten days post op for free air in the belly and it appears that there were no staples on the specimen side. Surgeon ended up doing a small bowel resection.